Event description:
Because of the medtronic infuse device implanted during my surgery I have had serious complications including pain, a diagnosis of cancer, as well as physical limitations and mental anguish.